Event description:
Event description cpi received information that this bipolar lead was repositoned. Twenty days after the implant the lead was found to be dislodged. An invasive procedure was performed due to high threshold measurements, the lead was repositioned and remains implanted.